Event description:
(B)(4). The dealer reported that the unknown model and serial numbers power wheelchair seat elevator motor had a a mixture of burning and new motor smells, but no smoke was noted. There was no patient injury reported. A key word was identified. Therefore, this event is going to be reported.